Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis of a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11j22084, h11j14115, and h11i19016. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up information: (B)(4) 2012, the nurse clarified that culture result revealed no anaerobic growth. The cause of peritonitis was unknown. In (B)(4) 2012, the patient recovered from the event and continued to use dianeal. The event was not related to dianeal or any baxter products.